Event description:
The customer initially called to report frequent motor error alarms this month. The customer stated he was driving and had an insulin reaction a few days ago. The customer stated he was treated by the paramedics but he refused to go to the hospital. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the displacement test. Advised the customer to discontinue using the insulin pump due to the frequent motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.